Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the paxgene® blood dna tube there was an issue with overfill.

Manufacturer narrative:
The following field has been updated due to corrected information: unique identifier (UDI) #: (B)(4).

Event description:
It was reported with the use of the paxgene® blood dna tube there was an issue with overfill.

Event description:
It was reported with the use of the paxgene® blood dna tube there was an issue with overfill.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.